Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the device resulting in a loss of pacing. Abbott technical support was contacted, session records were reviewed, and no anomalies were noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.